Manufacturer narrative:
An event of heart block and pacemaker implantation post procedure was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Abbott requested information on relevant patient history, implant depth and presence of calcification but no information was provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted in a transcatheter aortic valve implantation (tavi). On an unknown date in 2023, a permanent pacemaker was implanted. The patient was reported as stable.